Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient was experiencing the therapy ¿settings not available¿ message on his controller and they were not experiencing relief of their usual pain areas. The patient reported a ¿slip¿ approximately a week prior to the report but did not fall. During troubleshooting, electrodes 0 and 1 were open circuits. The rep was able to reprogram to recapture stim coverage in the desired areas and the issues resolved a the time of the report. There were no further complications reported or anticipated.